Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife called via phone to report discoloring on the infusion set tubing. The tubing showed a white /yellow spot. It was also mentioned that the customer;s blood sugar was 509 mg/dl. Troubleshooting was declined for the high blood sugar.